Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the customer information provided and the instrument data. Hsc concludes that the event was not caused by a reagent lot or method issue. The cause of the event is unknown. The system is operational. The device is performing according to specifications no further evaluation of device is required.

Event description:
Discordant elevated enzymatic carbonate (eco2) results were obtained on multiple patients' samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s) due to quality control being out of range and negative anion gaps. The same samples were reprocessed after recalibration was performed on the dimension exl instrument and lower results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated enzymatic carbonate (eco2) results.